Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with an implantable neurostimulator (ins). It was reported that the impedance test intra-op was showing c/0 at less than 50 ohms. The caller noted that the micro therapy clinician app does not allow for adjusting of impedance test parameters and the programmer manual confirmed. After consulting, the decision was made to close the patient. There were no patient complications reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the issue was unknown, without a most likely cause. The physician had decided to close the incision and no further action would be taken with regard to this issue.